Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the end-user regarding the reportable event description. Refer to the b5 field. This MDR is related to the following MFR report #s: 9610595-2024-01728, 9610595-2024-01991, 9610595-2024-01989, 9610595-2024-01990, 9610595-2024-02038, 9610595-2024-02037, 9610595-2024-02061, 9610595-2024-02072, 9610595-2024-02103, 9610595-2024-02071, 9610595-2024-02068, 9610595-2024-02065, 9610595-2024-02097, and 9610595-2024-02063.

Event description:
The end-user facility has provided additional information stating that a total of 10 patients were impacted by the inadequately reprocessed endoscopes; not the originally reported 20. None of these 10 patients experienced any adverse health effects from use of the inadequately cleaned endoscopes. This medical device report (MDR) is being submitted to capture patient 1 of 10.

Manufacturer narrative:
Serial number of device added.

Event description:
It was reported, a damaged connecting tube was used in conjunction with multiple endoscope reprocessors, which led to inadequately cleaned scopes. The scopes were used in approximately 20 upper gastrointestinal diagnostic examinations. The procedures were completed with no reports of patient harm. This medical device report (MDR) is being submitted to report the potential harm to patient 2 of 20.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. Additional information regarding the patient status after the procedures has been requested from the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the damaged condition of peripheral devices likely led to insufficient reprocessing of the device. However, a definitive root cause cannot be determined as the device was not returned for physical evalaution. Olympus will continue to monitor field performance for this device. This medical device report (MDR) is related to the following MFR report numbers: 9610595 - 2024 - 01728 9610595 - 2024 - 01991 9610595 - 2024 - 01989 9610595 - 2024 - 01990

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed it was due to incorrect reprocessing. Olympus will continue to monitor field performance for this device.